Manufacturer narrative:
Date of submission 11/06/2017 the device was returned and evaluated by product analysis on 10/07/2017 with the following findings: a cracked display lens was not observed. Multiple scratches were confirmed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.